Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. (B)(4), registration number: (B)(4). The reported caravel microcatheter and the guide wire were returned for evaluation. Separation of the tip was confirmed on the returned microcatheter. The remaining tip segment was crushed by bending. Stretching of the tip polymer was observed at the torn end of the tip. The returned guide wire was three-dimensionally bent at the tip segment; the guide wire was not fractured as the ball tip was found attached on its distal end. The separated tip of the microcatheter was located on the guide wire approximately 5mm distal to the bend. The separated tip was approximately 3mm long. The distal end of the separated tip was crushed and stretching of the tip polymer was observed at the torn end of the separated tip. Above finding supported that the tip of the microcatheter was stretched and torn off at approximately 3mm from the distal end of the tip by tensile stress. Lot history review revealed no anomaly relating to the reported event. There was one known similar event from this lot (reported under MFR report #: 3003775027-2019-00175). The similar event was attributed to trapping by stent when the microcatheter was delivered over the guide wire that was advanced through the stent struts in an attempt to fix deformation of the deployed stent; there was no indication of product quality deficiency. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with catheter removal had most likely contributed to the reported tip separation. Pushing stress generated when attempts were made to cross the cto made the catheter tip to be crushed and the guide wire to be deformed, leading both devices to become stuck one another. In such condition, tensile stress generated with removal would exceed the product design limit and the tip would be torn apart. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.); and, [malfunction and adverse effects] separation.

Event description:
It was reported that the tip of an asahi caravel microcatheter separated during a ppi to treat a heavily calcified cto in the sfa. The microcatheter was advanced retrogradely with an asahi guide wire when the microcatheter became stuck on the guide wire. When the microcatheter was removed from the patient, separation of the catheter tip occurred and the separated tip remained on the guide wire. New devices were replaced to resume the procedure. The ppi was successfully completed with reestablished blood flow. There were no adverse patient effects associated with this event.